Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was charging very slowly using the tandem-provided wall power adapter and tandem-provided usb cable. The customer's blood glucose level was 552 mg/dl; cause was unknown. A correction bolus was delivered to address bg level. A new wall adapter and usb cable was sent to the customer which resolved the issue.